Event description:
Vns pt was complaining of "pain in his neck" during stimulation. The pt described the pain as a "burning pain" and indicated that the area over the lead electrodes was red and tender to touch. The pt denied any recent trauma. Further follow-up revealed that the pt was diagnosed with cellulitis, which was treated with antibiotics (keflex). The pt's condition is reported as stable with no neck pain, redness, or swelling. The event was reportedly resolved. Treating physician does not believe that the event is related to the ncp system because of the length of time that the device has been implanted.